Event description:
The dr claims that the graft was implanted for an aorto-bifemoral replacement procedure in a pt with atherosclerotic disease (cause of replacement).the graft leaked approx 200cc of blood through an opening in the bifurcation area. The dr stopped the leak with a suture. The procedure outcome was successful. The graft was left in. The pt is fine.